Event description:
After 3cc of onyx was injected without visibility of the onyx exited at the tip of the catheter; an angiography was performed with contrast and pushed down on the onyx cast into the mca. The ultraflow was pulled back and a ruptured appeared at approximately 20 cm from the distal tip. Partial of the onxy cast flowed into the mca was able to retrieve with a goose snare. The patient was under heparin and is well recovered.